Manufacturer narrative:
The instrument has been investigated. The customer's concern was resolved through phone assistance. The customer was erroneously using a scanner that the fe had removed from the summit and set aside to be sent out for repair. The customer replaced the scanner, tested without further problem, and returned to service.